Manufacturer narrative:
It was not possible to prime during priming/force sensor system test, due to a slightly loose drive support disk. No motor error alarm occurred during testing. The motor passed motor test. The insulin pump downloaded properly to the software.the device was received with cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Event description:
The customer called and reported he received a motor error alarm on the insulin pump during bolus delivery. The customer's blood glucose level was 149 mg/dl. During troubleshooting, it was stated the insulin pump had not been exposed to a strong magnetic field. The customer was not using the sensor feature. The customer was able to complete the rewind sequence. It was advised to discontinue use and revert to a back-up plan. Customer was also advised that the insulin pump would be replaced and agreed to return the device for analysis.